Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving an inappropriate shock due to noise. Varying r-wave amplitude, increased capture threshold, and increased pacing lead impedance were observed. The lead was explanted and replaced.